Event description:
It was reported there were coupling and/or communications while recharging. The recharger was getting a maximum of 2 coupling bars while recharging and multiple rechargers were tried. It was determined the device was flipped, and it was manually flipped back. The issue was resolved.

Manufacturer narrative:
Lead model 3778 lot #v599255027 implanted: (B)(6) 2011, extension model 37081 serial #(B)(4) implanted: (B)(6) 2011, recharger model 37752 serial #(B)(4), programmer model 37743 serial #(B)(4).